Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved as they are no longer experiencing symptoms and no further medical attention is required. On (B)(6) 2018, the customer went to a diabetes center facility for assistance where she was diagnosed with diabetes ketoacidosis- 1385 mg/dl. The customer stated that she does not remember discharge dates due to going through seizures at that time. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; spoken with the customer who stated that she has not received the replacement meter. Verified the shipping address which was not correct. We reship the product to the correct address. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of vomiting, frequent urination, excess ketones. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.